Manufacturer narrative:
The MFR was unable to conduct an investigation of the device because the pump remains implanted and is still supporting the pt with no further incidents. A review of device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a ventricular assist device (vad). It was reported by the MFR's clinical personnel that while on site at the hosp, the pt experienced a loss of fill signal on the tlcii and his blood pressure was steadily decreasing. The pt was given volume and his fill signal returned at a lower rate. Eventually, the pt's blood pressure began to decrease once again and an echo was ordered. The pt was tamponading and was brought back to the or where a pin sized hole along the pt's right lateral side of the lvad outflow graft was discovered. The surgeon patched the hole with pledgeted sutures and another dacron graft. The pt's flows immediately improved and is stated to be awake, alert, oriented and recovering well.